Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 23cm glidepath d/l catheter and an unknown brand introducer needle were return for sample evaluations. Visual, microscopic visual, tactile, functional evaluations were performed. The sample was returned with the blue luer clamp engaged and the red luer clamp disengaged. Red luer and blue luer were patent to both infusion and aspiration. No leaks were observed throughout the catheter. Therefore, the investigation is inconclusive for the reported recirculation issue as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four months post a dialysis catheter placement, the catheter allegedly had recirculation issues. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that approximately four months post a dialysis catheter placement, the catheter allegedly had recirculation issues. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.